Event description:
Rptr alleged obtaining discrepant blood glucose results of 89 mg/dl back to back with 225 mg/dl when testing was performed within 2 minutes on the advantage system. No hypoglycemic or hyperglycemic symptoms were reportedly experienced. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.